Manufacturer narrative:
H6-code #100- the device conformed to visual and moisture content evaluations. Samples from 2 lots tested in conjuction with lot#4733tcj5352 of reserve material. It was found that the product met specs. Co is unable to determine the cause of the problem seen by the pt/physician. No further investigation required.